Event description:
A health care professional reported receiving erratic readings on an adc blood glucose monitor. Customer reported receiving readings of 440 mg/dl and 37 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
The customer's husband reported the customer received erratic readings on her blood glucose meter within 10 minutes. Results of 3.6 mmol/l, 14.8 mmol/l, and 10.9 mmol/l were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
As of this date, customer's product has not been returned for investigation. As the customer's device and reported test strip lot have not yet been received for investigation, a DHR of strip lot 0974310 was requested and performed. No errors or failures were noted and all tests performed were within range specification prior to final inspection and shipment of product.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the device is returned and investigation is complete.